Manufacturer narrative:
Internal report # (B)(4). The device is undergoing an evaluation but has not yet been completed. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 100 and 60 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/26/2018 and open vial date is (B)(6) 2017 (the code chip matches the test strips). The customer stated she does not take any medication to manage her diabetes and she has not had any changes in her diet or exercise. The meter memory was reviewed for previous test result history: the 100mg/dl (B)(6) 2017 11:58 pm fasting:yes, the 60mg/dl (B)(6) 2017 11:41 pm fasting:yes, the 149mg/dl (B)(6) 2017 10:53 pm fasting:yes, the 129mg/dl (B)(6) 2017 09:35 pm fasting:yes, the 115mg/dl (B)(6) 2017 05:11 pm fasting:yes. Memory concerns:the customer is concerned with the results of 100 and 60mg/dl in the meter's memory.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with tests results from back to back blood tests of 100 and 60 mg/dl. The customer's expected fasting blood glucose test result range is 95 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen. The test strip lot manufacturer's expiration date is 10/26/2018 and open vial date is 01/13/2017 (the code chip matches the test strips). The customer stated she does not take any medication to manage her diabetes and she has not had any changes in her diet or exercise. The meter memory was reviewed for previous test result history: 100mg/dl 01/13/2017 11:58 pm fasting:yes; 60mg/dl 01/13/2017 11:41 pm fasting:yes; 149mg/dl 01/13/2017 10:53 pm fasting:yes; 129mg/dl 01/13/2017 09:35 pm fasting:yes; 115mg/dl 01/13/2017 05:11 pm fasting:yes. Memory concerns:the customer is concerned with the results of 100 and 60mg/dl in the meter's memory